Event description:
The customer reported through our sales rep. A pt underwent a procedure with the osteosynthesis of the left femur on (B)(6), 2011. On (B)(6), 2012, the pt was admitted in the hospital because of the breakage of the nail. The nail broke off near the hole of the cephalic screw.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.